Event description:
Patient admitted to hospital with total body rash and fever consistent with severe gvhd (graft verses host disease). A central line was placed four days after admission. The standard dressing for central line includes biopatch topped by occlusive dressing. A few weeks after placement, the central line dressing was changed. It was noted that the insertion site directly under the biopatch had extreme skin irritation, consistent with a 2nd degree chemical burn. The are was treated by removing the biopatch and redressing the wound without the biopatch. It was not necessary to remove the line.by removing biopatch and redressing the wound without biopatch. ======================manufacturer response for biopatch, biopatch (per site reporter).======================they state they are unaware of any patient population that should not have biopatch.